Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the lead was surgically abandoned due to being fractured which caused high out of range impedance values. A new lead was successfully implanted. There were no additional adverse effects to the patient.